Event description:
Retained epidural catheter. During insertion, the epidural catheter was pulled back for proper positioning when abnormal resistance was felt. Based on this finding, decision was made to remove catheter. Once removed, the "black" marker at the tip of the catheter was not present. The tip had a shredded appearance and several centimeters of internal wire was seen. The pt was given the option to attempt surgical removal of foreign body but declined.